Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 6. The supply bag fell and disconnected. Gts had the caregiver close all the clamps and cycle power to clear the error and end therapy. Gts had the caregiver disconnect the patient using aseptic technique and remove the cassette. The caregiver agreed to notify the patient's dialysis nurse of any missed therapy. Product surveillance contacted the patient's dialysis nurse. She stated there was no patient injury or medical intervention related to this event and that the patient was performing therapy without any complication.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable set after the supply bag fell and disconnected. A batch review was not performed as the lot information was not provided. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known, therefore no device evaluation or batch review can be performed. A follow-up report will be submitted upon the completion of baxter's investigation.